Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in an electrode and probe placement procedure, the surgeon observed a discrepancy in angles on the axial plane of the image between software tasks. It was reported, while in navigation, the angle to axial plane varied from planning. It was reported that the surgeon planned on an angle around 60 degrees. It was noted that the angle was about 74 degrees in the navigation portion of the application software. It was noted by the surgeon that the burr hole had been made prior to progressing to navigate. The surgeon reported that the burr hole was too posterior and the burr hole entry was adjusted to complete the procedure. It was reported that the imprecision of the burr hole was roughly 2 or 3 millimeters and that the burr hole entry was adjusted by using a match head bit to bias the hole by the 14mm perforator in the desired direction. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.